Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a thoracoscopic lung biopsy procedure. The device would not fire and the jaws of the device would not open.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.